Manufacturer narrative:
(B)(4). Month not reported batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery?. What healthcare professional fired the device and what is his/her experience with the device?. Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?. Was the device difficult to close?. Was the device difficult to fire?. Did the healthcare professional receive audible & tactile feedback when firing the device?. Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed?. Were there any staple formation issues identified?. Were there any patient consequences?.

Event description:
It was reported that during an unknown procedure, "the cdh didn't come out nail." No further information was provided.

Manufacturer narrative:
(B)(4). Date sent: 02/20/2020. Additional information received: the doctor used circular stapler to cut & seal the tissue. After he fired trigger, he found the stapler is not fully staple on the tissue and caused to incomplete anastomosis. The surgeon immediately changed the same like product to perform the operation, and thereafter no other adverse reactions were found in the patient.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: 1. What were the indications for surgery? Lar. 2. What healthcare professional fired the device and what is his/her experience with the device? Surgeon and the nurse has the experience of using the device. 3. Where in the green gap setting scale was the indicator located prior to firing? N/a. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? N/a. 4. Was the device difficult to close? N/a. 5. Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? No audible feedback due to it is unable to press. 6. Were there any staple formation issues identified? N/a. Were there any patient consequences? N/a. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.